Manufacturer narrative:
It was reported that prior to the difficulty encountered re-zipping the dcs delivery system, it had unzipped without difficulty. If the cause of the re-zipping difficulty had been present prior to use, a similar difficulty would have been encountered when unzipping the introducer away from the delivery tube during induction of the coil. Although no patient or procedural factors contributing to the re-zipping difficulty are identified with the information provided, it appears that kinking of the system during handling may have contributed to inability to re-zip the orbit system. Cause of the bends and kinks on delivery tube could not be conclusively determined, but it does no appear to be manufacturing related. A review of the route sheets revealed that there was one (1) reject for "delivery tube does not slide". This unit was segregated and scrapped. The dcs qc functional test verified that the five (5) samples used were successfully re-zipped twice. The exact cause of the zipping difficulty could not be determined. Even though the unit had to be severed to re-instate the coil in the introducer, the unit still zipped but with some friction. The friction encountered was due to the spirals and bends in the delivery device tube indicative of excessive force applied in trying to zip the system in the clinical setting.

Event description:
During the attempted coiling of a saccular, wide neck aneurysm, located in the c-1 portion of the internal carotid artery (ica), the physician felt that the dcs coil that he had inserted into the aneurysm was not the appropriate size, so he decided to withdraw the device and change the coil, but the zipper got stuck. When the physician forcibly tried to zip the device, the zipper would slide, but the coil introducer was not zipped. Note that there was no difficulty when the zipper was slid to the stopper. This product was removed from the patient safely and the procedure was continued with another dcs. The patient was a female (age unknown). The vessel characteristics are unknown. The dcs introducer appeared normal when it was removed from the package and inspected before use. There was no friction during advancing the coil into the catheter. Continuous flash was maintained. The delivery system was removed in one unit. There was no adverse consequence to the patient.